Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a high out of range shock impedance measurement. The impedances have been consistently within range over the last year. Technical services suggested raising the out of range shock impedance alert level. No adverse patient effects were reported.